Event description:
The vascade 5f device was selected for closure and inserted into the 5f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was later discharged. Patient returned to the hospital with lower back pain and pain in groin. Pseudoaneurysm and hematoma located. Surgery conducted to correct pseudoaneurysm and evacuate the hematoma. No further injury or complications noted.

Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.